Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was torn at the up button, exposing the button contact. All of the keypad buttons were unresponsive. Contamination was found on all of the button contacts. Additionally, the pump booted to a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged keypad with unresponsive buttons, contamination on the button contacts, as well as a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4) 2014.